Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that during a total lap hysterectomy procedure, the active blade broke off. There was no pt consequence.